Event description:
According to the report, bioglue was used in an inguinal hernia repair procedure with mesh. Bioglue was applied to the whole surface of the mesh without sutures. The spermatic cord was kept out of the way. The repair was said to have failed sometime later but the exact date of failure is unknown. The mode of failure was not reported to cryolife. However, cryolife has attempted to contact the hospital and utilize the distributor to obtain this information. To date, no additional information has been provided to cryolife or it's united kingdom distributor.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.